Event description:
It was reported that the lead had oversensing and inadequate therapy delivery. The lead was explanted and replaced. No patient complications have been reported as a result of this event.